Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant procedure of implantable pacing lead (ipl) it was not possible to turn the tip out. The ipl was explanted and replaced. No patient complications have been reported as a result of this event.